Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device was routinely sticking onto tissue. It was r eplaced by same device but it still had the same issue. The surgeon removed the device from the tissue with a combination of manipulating the instrument and pulling off the tissue using another grasper. A third same device was used and it worked successfully. No patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. The returned device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found arcing damage on the back of the jaw's seal plate. The jaw overmold was also melted. No missing piece on the damaged overmold. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified and no tissue sticking was observed during testing of the device. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. An additional failure was found during the investigation; arc ing damage on the jaw's seal plates. The reported condition was confirmed. The investigation found arcing damage on the back of the jaw's seal plates. The overmold plastic was damaged and partially melted. The damage to the ligasure jaw and melting of the overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user mishandling of the device. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.